Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unusable, with the user indicating the damage likely occurred during sleep and subsequently transitioning to mdi while continuing cgm use; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, with the issue localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.